Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. The malfunction for the same item and batch was confirmed in earlier complaints.

Event description:
Customer states the tubes are randomly underfilling or not filling at all. Informed customer that this lot is in recall and gave link to recall notice on website.